Event description:
It was reported that patient has difficulty walking since a thr was performed. Three months ago, he had lab tests and found out that cobalt levels are rising.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.